Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home patient started the initial drain cycle without connecting their transfer set to the patient line of the homechoice cassette. The home patient received the alarm, connected to the set-up and attempted to continue with therapy. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient.